Manufacturer narrative:
Examination of the returned device confirms ard fracture. The acetabular cup and femoral head were not returned for examination. No patient x-rays were provided. Disassociation cannot be confirmed and placement cannot be commented upon. However, there are distinct machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. Likely, the edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material. A search of the complaints databases finds no other reports against the product/lot code combination. The investigation has found no product problem identified therein. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The liner was damaged inside the patient, possible following a recent fall. The 'a.r.d' lugs around the liner have been damaged and the liner became loose and felt unstable.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.